Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported by a sales rep that, during an unknown surgery, it was found that there was a hair mixed in. It was a control release needle. Another product was used to complete the case. Further details are not provided from the hp. There were no adverse reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: could you kindly provide the lot number, please? Tkmqpj where was the foreign material found? Inside the sterile barrier or outside of the sterile barrier? Inside the sterile barrier are there any photos of the foreign matter available? Yes. Was the product seal on the foil still intact when the package was opened? Unk could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6). H3 investigation summary: the product was returned to ethicon for evaluation. One empty open foil and one winding former with five undispensed strands and two yellow sponges glutted with three detached needles were received for analysis. Product code j784g which is a control release and requires eight strands per packet. The visual assessment of the open sample, it was noted that there was a hair caught between the yellow sponges and the winding former. Due to the condition of the returned sample, it was not possible to determine the cause of the hair in the received sample. Furthermore, the yellow sponges are not part of our process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.